Manufacturer narrative:
A ge representative evaluated the system, but no conclusion can be drawn as repair info is unavailable. The system operates as intended.

Event description:
The customer reported the system intermittently would not boot up. No pt injury was reported.